Event description:
Healthcare professional reported a left side capsular contracture, baker grade ii and left breast sitting higher than the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, a left side rupture. Confirmed on MRI. Healthcare professional reported, capsular contracture, baker grade ii. And left breast sitting higher than the right side, for the past 10 years. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp opening on anterior assessed, as fold flaw opening. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Malposition: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, stress marks observed, wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.